Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons hard to press, less responsive and sometimes had to press the buttons twice. The customer¿s blood glucose level was unknown. The customer also reported insulin pump rejected new batteries and reservoir compartment was chipped off. The device will not be returned for analysis.